Manufacturer narrative:
One (1) confidence kit no needles [product code: 2839-13-000, lot no: htbbtc] was returned to the complaints handling unit (chu) for evaluation. Visual inspection did not confirm the reported complaint. Confidence pump was not cracked as mention per the event description. Additionally, visual observations identified that there was hardened cement inside the confidence injector body. The pump was then filled with water and pressurized until the safety valve engaged and no water leakage from the pump, the cement reservoir, or the connector between the two. No difficulties engaging and disengaging between the connections of the rectus connector and the injector piston connection was observed. The pump was then tested with a pressure gage to ensure the output of the correct pressure. Pump meets specification. There have been no device failures identified in this complaint file. It should be noted that once the relieve valve is activated it is normal for sterile water to leak from the distal end of the device. As such, the confidence pump functioned as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause analysis is deemed not necessary as no device failures have been identified in this complaint file. The confidence pump is functioning as intended. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the pump is cracked and water was coming out, a substitute pump from a replacement kit was used for finalize the surgery. No prolongation. No patient harm was reported.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.